Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that when the patient changed the cartridge, they did not rewind and pushed cartridge into pump while attached. Patient pushed 35 units of insulin and subsequently had blood glucose values as low as 30 mg/dl, no symptoms reported patient required no assistance and self-treatment included glucose and food/drink. There is no allegation of pump malfunction and patient continues on pump therapy. This complaint is being reported as the patient experienced hypoglycemia after an inadvertent insulin infusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.